Manufacturer narrative:
Model number/catalog number: sc-2218-70; serial number: (B)(4); batch/lot number: 18717369; model/catalog description: linear st lead kit 70 cm; the explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing discomfort near the implant site. The patient underwent an explant procedure. No device malfunction was suspected.